Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that x-ray shows the right ventricular (rv) lead had dislodged and was in the rv outflow tract. The rv lead was attempted to be repositioned in the rv apex but was causing ventricular tachycardia (vt). The lead was removed and a fixated lead was implanted in the mid-septum. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.